Event description:
It was reported that during an unk procedure, the handpiece experienced a run-on condition. The procedure was completed and there were no adverse consequences reported related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and an eval is anticipated. This report will be updated if the investigation results require.